Manufacturer narrative:
Updated field :b4 , g3 , g6 , h2 , h11. Corrected field : b5.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that value was leaking when installing the helium. To remediate this, the fse replaced the high-pressure regulator. Once repaired, the unit was fully tested and determined to be cleared for clinical use.

Event description:
It was reported by the customer, the helium valve of cardiosave intra-aortic balloon pump (iabp) was leaking air. There was no patient involved.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during check, the cardiosave intra-aortic balloon pump (iabp) the valve was leaking the air. There was no harm reported.